Manufacturer narrative:
Device discarded by customer.

Event description:
It was reported that during a surgical procedure at the user facility a seam was torn on the toga. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.